Event description:
Procedure: laparoscopic colectomy. According to the reporter, the trocar was inserted and the balloon inflated with no problems. When the surgeon placed the camera through the port, there was small piece of material that looked like plastic in the patient, laying near the cannula. The piece was removed. The surgeon believed it had to have come from inside the trocar. There was no hazard/injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The reported condition for this incident states that the component disengaged into cavity, retrieved during the laparoscopic cholecystectomy procedure. Particulate matter was received in a container. The particulate matter received is not part of the device or the manufacturing process. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. (B)(4).